Event description:
Patient had a visit on (B)(6) 2024 with the sports medicine/orthopedic surgery clinic where she was administered hyaluronic acid visco supplementation injection (eurflexxa) for the diagnosis of osteoarthritis of bilateral knees. During this injection on (B)(6), the clinic utilized gebauer's ethyl chloride mist as a local anesthetic prior to the injection. The patient returned to the clinic on (B)(6) 2024 for the 3rd dose of eurflexxa to complete the series. Prior to the 3rd injection, the patient presented with small pruritic rash and erythema at bilateral injection sites without evidence of drainage or pain. The patient noted continued improvement from previous injections. The 3rd injection was prepared with 2% chlorhexidine and ethyl chloride spray. The patient tolerated the procedure well with no complications. Reference report: mw5154137.